Event description:
Event description this implantable cardioverter defibrillator was returned to cpi following explant for normal battery depletion; however, cpi analysis found premature battery depletion. 3/12/97: this MDR was intended to be filed with the march 01, 1997 submission, but was over-looked because of a december, 1997 year listed in error. The alert date should have been listed as december, 1996.